Event description:
Customer reporting false negative results with vra122 when testing a sample containing anti-e. Customer stated no reactivity was observed with cell 3. Customer observed weak-1+ reaction with cell 6. Daily qc was acceptable. No erroneous results were reported. No death or serious injury was associated with this incident.